Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination and did not wear mask (no further detail was provided). The peritonitis was manifested by a peritoneal abscess formation. One day after onset, the patient began treatment for the peritonitis with ancef (one gram, two doses) intravenously (IV). Four days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with 12 doses of ancef intramuscularly. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.